Event description:
Bilateral mammary cysts removal. Extensive reconstruction with saline implants above the muscle. Deflation of breast implants s/p reconstruction. Pt underwent bilateral removal of saline implants. Augmented with mentor silicone implants. Bilateral saline implants removed intact without difficulty.